Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The device repair is pending. As additional information is obtained, a supplemental report will be issued. Covidien reference: (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced an erratic graphical user interface (gui) display. There was no report of patient involvement.